Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure? Unk. On what tissue was the vicryl suture used? The abdominal incision what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Unk. Has the patient received prophylactic antibiotics? If yes, please specify. Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? Unk. What anti-inflammatory therapy was given to treat the patient¿s condition? Yes please specify. The specific medicine and dosage were not provided. Were cultures performed? Results? Unk. What is physician¿s opinion as to the etiology of or contributing factors to this event?unk. What is the patient¿s current status? Was the wound healed? Unobtainable. Once there is any update, we will update the information.

Event description:
It was reported that the patient underwent a c-section procedure to terminate pregnancy on (B)(6) 2021 and the suture was used. The patient developed fever after the operation. After symptomatic supportive treatment such as anti-inflammatory treatment and hydration, the patient was discharged on the 5th postoperative day. The patient healed poorly and was admitted to the hospital for gynecological treatment 12 days later due to poor wound healing after surgery. The abdominal incision was white with yellow purulent discharge. Anti-inflammatory therapy and wound dressing change were given to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qlmdzz/j422h13 and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the vicryl suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Has the patient received prophylactic antibiotics? If yes, please specify. Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? What anti-inflammatory therapy was given to treat the patient¿s condition? Please specify. Were cultures performed? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Was the wound healed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.